Manufacturer narrative:
Photographs were provided by the customer for evaluation. The complaint kit was not returned. Review of the photographs verify the reported tubing leak as blood is visible on the pump deck coming from the location of the recirculation pump. Further evaluation of the photographs show a cut in the recirculation pump tubing. The damage to the tubing is at the location where there is an edge on the instrument pump head. The size, shape, and location of the observed damage on the pump loop is consistent with damage that occurs if the pump loop tubing is inadvertently rubbed against the pump head during installation by the end user. A material trace of the black stripe tubing used to build lot l242 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The root cause of the tubing leak was most likely due to the damage that occurred during installation of the pump loop by the end user. No manufacturing related defects were identified during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2023.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a tubing leak during the procedure after 1539ml of whole blood had been processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l242 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot l242 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). N.s. 06-jul-2023.